Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure there was an incomplete staple line. The surgeon made a second resection and anastomosis. There is no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.